Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin, resulting in elevated blood glucose levels. The blood glucose results were not provided by the customer. The customer was admitted into the hospital and was under intensive care therapy. The type of treatment given was not provided. It is unknown how long the customer was hospitalized.